Manufacturer narrative:
(B)(4). Batch l53w0a. Additional information requested: can you please provide more event details? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, were the staple line and cut line approximately equal in length (device partially fired and stopped)? Was the stapler able to be fired? If the device did deliver staples what was the appearance of the staples? (B-formation, irregular, legs straight)? Received: "unfortunately we have no further information on this complaint. We only know that the material was defective during use in surgery and with the exchange of the reload it worked perfectly, leading to the conclusion that the problem was in the reload." Investigation summary: the analysis results found that the tr45w reload was received partially fired 1/4 and with damage to the spring cartridge lockout. No functional test could be performed due to the condition of the returned reload. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an appendectomy procedure, the reload was defective during stapling. Patient experienced no permanent damage and did not require re-operation or prolonged hospitalization. There were no adverse consequences for the patient.